Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further instructs to verify the connector is clean and dry prior to attaching to the controller. The IFU and patient manual also include a reference guide for alarms including potential causes and actions to take. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01688) submitted for devices related to the same event.

Event description:
Information was received from the distributor to (B)(4) that there were 51 electrical fault alarms logged since (B)(6) 2015. Log file review by the manufacturing representative found 1 low flow alarm with limit set at 2.0lpm and 1 vad disconnect alarm on (B)(6) and confirmed the reported electrical faults. A driveline cleaning procedure was performed by the manufacturer's field representative on july 6, 2015 per the manufacturer's procedure with the following reported: the patient did not require prep for the procedure. There was visible contamination within the driveline connector and the controller socket, light contamination and two darkened pins in the driveline connector. There was heavy contamination within the controller socket. White/red substance was noted. A cleaning procedure was performed to remove contamination from the driveline connector. 2 cycles were used with a pump off-time of 60 seconds each. The controller was removed from service due to contamination. The patient tolerated the pump-off time very well. It was indicated that with verification of the repair action, the action solved the problem. This is report 2 of 2.

Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. An internal investigation has been opened to investigate this issue and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01688 and 3007042319-2015-01692) submitted for devices related to the same event.